Event description:
It was reported that stent dislodgement occurred. A synergy drug-eluting stent was selected for treatment. However, during the procedure, it was noted that the stent was stripped outside the patient. There were no patient complications nor injuries reported.